Event description:
On (B)(6) 2012, the patient reported that the rubber of the up button on the infusion device has completely broken off and he can see metal. He stated the button does make a connection but he must press the button more than once. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.